Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the distal end of the main tube has a 5 inch long section, extended from the interface between the proximal clevis and the main tube, where material has been removed from different sections of the tube. The damaged area is parallel to the axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Deep scratches were also observed which may have been caused by instrument collisions. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. No other damage found. The endorwrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering also observed both scissor blades have indentations which negatively affect cutting performance. This damge is likely due to mishandling or misuse.

Event description:
It was reported that he monopolar curved scissors instrument is splintering on the shaft. No patient harm, adverse outcome or injury was reported.